Manufacturer narrative:
H.11: livanova was informed that the customer declined service since the device could be fixed by the customer. According to information, the hospital biomed had the cooling system refilled by hvac people. The system started cooling properly after this action. The biomed confirmed the system could run overnight after filling, then draining water. They did not report any leak. The device was returned to service without other problem. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.11. Based on the analysis of the device history, it can be highlighted that the device installed in 2016 has never been complained about cooling issues. The issue was related to a lack of refrigerant in the cooling system, consequentially, with the use of the hvac (heating, ventilation & air conditioning) system the refrigerant gas of the cooling system was refilled to solve the issue. Based on the facts available, it cannot be ruled out that the root cause of the reported issue was related to a minor leak of cooling system that overtime lead to loss of refrigerant. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland received a report that there was 30 minutes of delay during procedure due to a cooling issue on cardioplegia and patient side of a heater-cooler system 3t when handle together. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in burlington, vermont. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.